Event description:
Caller (customer's mother) reported the customer experienced stomachaches, weakness, and "had ketoacidosis (dka) because of the (unspecified) low readings with the freestyle lite test strips and omnipod (system)". Caller reported checking the customer's blood glucose and ketones on another (unspecified) meter and treating him with insulin. No additional third-party medical intervention was reported. There was no report of death or permanent impairment associated with this event

Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. Note: freestyle lite test strips are not compatible with the omnipod system. Additionally, although the caller reported the customer was in dka, based on the information received, no health professional was sought therefore no diabetic diagnosis was rendered by a health professional. The test strip lot number is unknown; therefore, the device manufacturer date is unknown. All pertinent information available to abbott diabetes care has been submitted.